Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine check, the device was unable to be interrogated and premature battery depletion was observed. Device replacement was discussed.